Event description:
It was reported that customer had one of the defective products, but the other was thrown in the trash. Customer stated that they had a balloon burst in a patient with one of the kits and customer went to put in another catheter and the fluid would not release from the balloon. Per follow up via email on 26jan2024, the first catheter that the balloon burst in the patient they do not have that product or the lot number. The second catheter that the water would not release from the balloon was the one that customer sent back in the box that was provided by bd. The information for that catheter was provided. The patient was not affected from the burst catheter other than it took them 4 other tries to get another catheter in. Per additional information received via sample form on 06feb2024, this particular device was never placed in the patient. Nurse was checking out balloon before inserting to patient and water would not come back out of the balloon. No patient impact due to the use of the device. No medical intervention was required.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had one of the defective products, but the other was thrown in the trash. Customer stated that they had a balloon burst in a patient with one of the kits and customer went to put in another catheter and the fluid would not release from the balloon. Per follow up via email on 26jan2024, the first catheter that the balloon burst in the patient they do not have that product or the lot number. The second catheter that the water would not release from the balloon was the one that customer sent back in the box that was provided by bd. The information for that catheter was provided. The patient was not affected from the burst catheter other than it took them 4 other tries to get another catheter in. Per additional information received via sample form on 06feb2024, this particular device was never placed in the patient. Nurse was checking out balloon before inserting to patient and water would not come back out of the balloon. No patient impact due to the use of the device. No medical intervention was required.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received one (1) used all silicone foley catheter attached to drainage bag. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. Adhr reviews are not required as the reported event is unconfirmed. The labelling reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had one of the defective products, but the other was thrown in the trash. Customer stated that they had a balloon burst in a patient with one of the kits and customer went to put in another catheter and the fluid would not release from the balloon. Per follow up via email on 26-jan-2024, the first catheter that the balloon burst in the patient they do not have that product or the lot number. The second catheter that the water would not release from the balloon was the one that customer sent back in the box that was provided by bd. The information for that catheter was provided. The patient was not affected from the burst catheter other than it took them 4 other tries to get another catheter in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.